Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no reported adverse impact to the customer. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.